Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 20 mmol/l (360 mg/dl) while wearing the pod between 49 and 71 hours. The pod's needle deployed but the pod's cannula did not insert into the skin and the pod's pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified), the cannula was found bent. The pod was discarded and as treatment, a new pod was applied.

Event description:
It was reported that the patient's blood glucose level rose to greater than 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. The pod's needle deployed but the pod's cannula did not insert into the skin and the pod's pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified), the cannula was found bent. The pod was discarded and as treatment, a new pod was applied.

Manufacturer narrative:
Submitting correction supplemental to update b5.